Manufacturer narrative:
This report is submitted on behalf of the manufacturer ((B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The production history files indicated that the device was released pursuant to the product specifications. The device was not returned for evaluation and no additional info is available. No conclusions could be drawn based on the available info. Follow up report will be submitted if additional info becomes available.

Event description:
The pt underwent an open anterior resection procedure due to rectal cancer. The anastomosis was created with the colonring device. According to the report, when firing the device, an abnormal 'pang' noise was heard and it was found that the ring and anvil (the distal and proximal) did not connect as usual. Some tears were found on the colonic serosa. The surgeon cut the anastomoses, took out the ring and a new anastomosis was performed.